Event description:
The facility alleged that device prompted pacing leads off in patient use. The reporter replaced the pacing electrodes. The replacement corrected that observance, but patient electrical capture could not be achieved.